Event description:
It was reported the surgeon connected the lead into the lead end cap and proceeded to use the torque wrench to screw it tight. The metal holding of the lead end cap became twisted before the screw could be set. After many attempts to release the lead the surgeon decided to cut open the end cap, remove the end cap from the lead, and use a new end cap. It was noted the surgeon had no problems with the new end cap. No patient injury was reported and the patient resolved without sequelae.

Manufacturer narrative:
Product ID: 3389-40, lot# 0205839081, product type: lead. (B)(4). Analysis of the lead cap found no significant anomaly. It was noted the lead cap had been cut by the physician.